Event description:
Event description guidant received information that, just after implant, it was discovered that the leads were reversed in the header. This was confirmed when vvi mode paces the atrium and aai paces the ventricle.